Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced fluctuating glucose with alerts for both high and low, including hypoglycemia of 43 mg/dl and hyperglycemia of 400 mg/dl for several hours. Later, the user had a low, and while eating carbohydrates as a correction, yet still announced a meal. Symptoms included hypoglycemia without reported loss of consciousness, dizziness, or other acute complications. Outcomes included self management with oral carbohydrates and no professional medical intervention or hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause for hyperglycemia and hypoglycemia, with contributing factors including early learning behavior of the system. It was concluded that the event was user managed without medical intervention and that device function was not confirmed to be defective. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.